Event description:
Doctor complains he specified he needed a modified distal femoral component and received the old design instead. He discovered during surgery the trial did not represent the proper design and neither did the implant. The patella impinged upon the distal aspect of the trochlear flange; gouging the patella's articular surface.